Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having difficulty breathing. Customer also had unexplained high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer's brother reported the customer had excessive thirst due to their high blood glucose. The customer treated their high blood glucose with the insulin pump. Trouble shooting was not fully completed. Advised the customer to change out the infusion set. No additional info provided.